Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Troubleshooting activities determined the code blue switch that connects to the room control board (rcb) was not functioning and needed to be replaced. In this event, there was no patient injury or death associated with the code blue not annunciating, concluding no serious injury occurred. If the reported problem were to recur (code blue call not alerting), it would be likely to cause or contribute to a death or serious injury.

Event description:
The customer reported the code blue cord on the navicare nurse call system was pulled but the code call did not annunciate. There was no patient injury associated with this event.